Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that the treatment information showed there was an overfill during cycle 4 of pd treatment. The overfill event was indicated due to drain 4 being 5245 ml, which is 210% of the 2500 ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. Patient is blind and was unable to do manual treatments. In a follow up, the patient verified the overfill event and said there was no harm, intervention or adverse effects due to the overfill. The patient was able to go to clinic for treatments in the absence of a cycler.the patient received a new cycler and is having no further issues with treatment. The cycler is available to return as a sample product. .

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for investigation a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. The system air leak test passed. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. After the treatment found cassette switch faulty. Intermittent failure due to door switch contact being out of reach, resulting to it reading ¿missing¿ while cassette is inside. No further testing could be performed. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that the treatment information showed there was an overfill during cycle 4 of pd treatment. The overfill event was indicated due to drain 4 being 5245 ml, which is 210% of the 2500 ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. Patient is blind and was unable to do manual treatments. In a follow up, the patient verified the overfill event and said there was no harm, intervention or adverse effects due to the overfill. The patient was able to go to clinic for treatments in the absence of a cycler.the patient received a new cycler and is having no further issues with treatment. The cycler is available to return as a sample product. .